Event description:
Follow up to report from 2008: in an attempt to recreate events from the day of event, two alaris point of care units were plugged into the same outlet in the same room as during the failure reported on event date. Pcu (device that failed on that day) and another pcu were set to operate 3 syringe modules and 4 pump modules. At the end of ats testing in the next day, pcu shut down but the other pcu did not.